Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed; however, it was unknown if the device will be returned for testing. If the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's spouse reported that after the tubing placement, the patient experienced severe abdominal pain and bloating. It was reported that the patient experienced a surgical failure described as fluid began to collect in the abdomen and a part of the small intestine was removed. The patient was in the hospital for 21 days, did not start duopa therapy, and the tubing was removed. Further information was not available and the spouse declined further contact.